Manufacturer narrative:
D10 ¿ product received on: 14aug2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned to cook for investigation. Investigation of the returned device found light biomatter on the device, but no surface damage was present. A tug/twist check was performed on the tubing, but confirmed that the flare was not secured within the cap. A leak test was completed. From the leak test, a leak was confirmed at the cap-to-tubing interface. Dimensional analysis confirmed that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for the complaint lot and related subassembly lots was also completed. The DHR for the reported lot and sub-assembly lots records no applicable non-conformances. A software search for complaints reported on this lot found one additional complaint reported on this lot from the field for the same failure mode. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient for percutaneous biliary drainage. After advancing the catheter to the target location, the operator injected the catheter with saline and found leakage at the hub. The catheter was replaced with another device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.